Event description:
It was reported by the pt that the device was placed due to chronic incontinence. After implementation the pt began to feel a "stitch" during sex. She visited a physician who suggested to remove the device. During this time, she continued to have pain, erosion, and bacterial infections. In (B)(6) of 2010, the sling was removed. The pt had surgery on (B)(6) 2011 to create a mesh from the pt's own tissue making an incision from hip to hip. Since this time, she has had extreme bladder contractions from the packing in the vagina and the rectum.

Manufacturer narrative:
The device was discarded at time of removal. The device history record was reviewed finding nothing that can cause or contribute to the reported event. The instructions for use states in the adverse events section: "complications associated with the proper implantation of the device may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).